Manufacturer narrative:
The system was examined and the reported event was replicated. The laser core module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. A laser core module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned laser core module was installed into a calibrated system for functional testing. The system and the laser were booted-up with no system messages or anomalies. The transition time between stand-by and the ¿ready¿ state was measured and found to be approximately 3 seconds, matching that of the calibrated embedded laser module. Finally the system and laser module were left on for a 6 hour period. In this time no abnormal sms displayed indicating no intermittent laser powering issues. No problem was found with the system. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with intermittent laser power responses. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the event occurred before surgery. There was no patient involved.